Event description:
As this rn was administering the heparin with the vanishing point needle she heard a sound. The plunger of the needle was still intact and was allowing for medication to be pushed. The medication continued to go until there was a small spray of medication and the rn assessed the needle site to see that some of the medication had been leaked outside of the site of administration. The rn heard the sound at about the time the plunger had reached about 0.5 mls on the syringe. The rn assessed the needle and the needle had already vanished into the syringe although the plunger had been there for the rn to push. The rn assessed the site to see that the remaining medication had been outside of the pt.'s skin.